Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor and the implantable pulse generator (ipg) were unable to establish telemetry during a transmission attempt. Troubleshooting steps were taken to no avail. The caller was referred to the device clinic for follow up in-clinic. The monitor and ipg remain in use. No patient complications have been reported as a result of this event.